Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened unit and five photos. The visual inspection of the sample and photos found that there was translucent foreign material on the catheter tip. The reported issue was confirmed. Further microscopic inspection revealed that the foreign material was curled and had a crumpled texture. Spectral analysis was performed to identify the foreign material. The ftir analysis results indicated that the translucent material was likely polypropylene. Polypropylene material is used in the creation of insyte autoguard needle covers and catheter adapters. Since the material was clear in color, it most likely originated from the needle cover. The combination of the color, texture, and shape of the material indicates skiving of the components as a potential cause of this defect. Skiving may occur during the assembly process but can also take place in the user environment when placing the needle cover on the unit. Both scenarios are possible since the unit was received out of its original packaging. Bd was unable to determine a definite root cause. Preventative maintenance was performed as scheduled. Visual inspections are also performed during manufacturing at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter tip before use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about foreign matter onto the catheter tip. According to the customer's report, the hcp found fm onto the catheter tip before use in an outpatient setting."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the bd insyte¿ autoguard¿ bc shielded IV catheter tip before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about foreign matter onto the catheter tip. According to the customer's report, the hcp found fm onto the catheter tip before use in an outpatient setting."